Event description:
It was reported that the locking ring disassembled during screw insertion. Subsequently, the plate was removed and replaced without incident. Patient outcome: no adverse effect reported as a result of this event.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event.